Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Product received unexpectedly with a note stating "'y' got stuck on cap. Swively thing rolled off + couldn't grip it to removed from cap. Forced me to do early cap change". There was no report of patient harm. The customer later reported on 10 wt hematology/oncology the collar on the bifuse was broken and therefore the customer was unable to engage the collar to the needless valve for removal.

Manufacturer narrative:
The customer¿s report that the spin collar broke and could not disconnect the needleless valve was confirmed. Visual inspection showed that the male spin collar had a crack running parallel to the direction of the fluid flow. Further inspection under magnification showed that the ridges on the male luer, which are used for leverage for disconnecting, were stripped. Dimensional testing showed that the male luer tip was within specification. The root cause of the product breakage is excessive force being applied to the product when attempting to disconnect.

Event description:
Product received unexpectedly with a note stating "'y' got stuck on cap. Swively thing rolled off + couldn't grip it to removed from cap. Forced me to do early cap change". There was no report of patient harm. The customer later reported on 10 wt hematology/oncology the collar on the bifuse was broken and therefore the customer was unable to engage the collar to the needleless valve for removal.